Event description:
It was reported the pt had been unable to turn up his stimulation for two weeks. He reported he had experienced several falls over the last few months. Diagnostic testing revealed high impedance readings over multiple lead contacts and an x-ray showed a lead fracture. Reprogramming around the invalid contacts was unable to provide effective stimulation. It was reported the pt would like his system removed. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.